Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficultly inserting a microintroducer is inconclusive due to the state of the returned sample. One 5 fr microintroducer was returned for evaluation. An initial visual observation revealed use residue on the sample. No damage was observed on the introducer sheath or dilator. A microscopic observation no damage on the distal tip of the dilator or the distal tip of the sheath. A review in the manufacturing processes did not reveal any issues with the standard procedure. It is unclear if handling of the device, a steep insertion angle, or other unknown conditions may have contributed to the event. Therefore, this complaint is inconclusive. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer "the registrar struggled to insert the peel away sheath and called the consultant into the room. He saw the struggles and agreed maybe there was an issue with the shape of it, not allowing it to advance. He suggested open a new PICC and use that sheath which we did and that new one worked straight away with no issues."